Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the mee-2000a main unit had a bad amplifier cable. They swapped the cable with a known working one, which resolved the issue. It was unknown if the unit was in inpatient use when the issue occurred. No patient harm was reported. Technical support (ts) provided the customer with a quote for a new cable. The unit had a standard warranty from 01/17/2023 to 01/17/2024, making the device age approximately one year old. Ts followed up with the customer on 12/28/2023, 02/29/2024, 03/19/2024, 03/27/2024, and 04/09/2024 but the customer was unresponsive to all attempts have them send their defective cable back to nihon kohden. Typically, damage to cables, inputs, outputs, and connectors could occur when excessive force is exerted or when the cable comes into repeated contact with a surface or objects. These events could damage the wiring, connectors, and/or the tubing which can lead to electrocution or fire. Due to lack of response from the customer, the cable was not sent back for evaluation, therefore, a definitive root cause of the defective cable could not be determined. During a review of the device history for the reported issue, we found only one issue that occurred at this facility: ticket #196960 (reported on 12/13/2023). A review of the device history does not reveal a significant trend that would contribute to component failure that is related to the design or manufacturing of the device. We will continue to trend for this device and facility for similar complaint issues. The following fields contain no information (ni), as attempts to the obtain information were made, but not provided: a2 - a6 b6 - b7 d10 attempt # 1: 12/15/2023 emailed the bme for all items under the no information list. No reply was received. Attempt # 2: 12/19/2023 emailed the bme for all items under the no information list. No reply was received. Attempt # 3: 12/28/2023 emailed the bme for all items under the no information ist. No reply was received.

Event description:
The biomedical engineer (bme) reported that the mee-2000a main unit had a bad amplifier cable. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that their main unit had a bad amplifier cable. They swapped the cable with a known working one, which resolved the issue. It was unknown if the unit was in inpatient use when the issue occurred. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided:

Event description:
The biomedical engineer (bme) reported that their main unit had a bad amplifier cable. No patient harm was reported.